Event description:
It was reported that this right ventricular (rv) lead was replaced after less than a year of implant due to high out of range pacing impedances and high pacing thresholds. This rv lead was explanted and discarded. No additional adverse patient effects were reported.